Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080732) on 07-nov-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("hospitalized instantaneously because I was not advised that there was nickel in it.") And pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ondansetron (zofran) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion hospitalization), pelvic pain (seriousness criterion medically significant), pain ("chronic pain"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("severe menstrual periods"), back pain ("back pain") and depression ("depression among numerous other symptoms"). At the time of the report, the allergy to metals, pelvic pain, pain, alopecia, migraine, menorrhagia, back pain and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, back pain, depression, menorrhagia, migraine, pain and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080732) on 07-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("hospitalized "instantneously" because I was not advised that there was nickel in it.") And pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ondansetron (zofran) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion hospitalization), pelvic pain (seriousness criterion medically significant), pain ("chronic pain"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("severe menstrual periods"), back pain ("back pain") and depression ("depression among numerous other symptoms"). At the time of the report, the allergy to metals, pelvic pain, pain, alopecia, migraine, menorrhagia, back pain and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, back pain, depression, menorrhagia, migraine, pain and pelvic pain with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 07-nov-2018. The most recent information was received on 07-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), allergy to metals ('hospitalized instantneously because I was not advised that there was nickel in it.'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('stillbirth/miscarriage'), genital haemorrhage ('gen. Abnormal. Bleed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ondansetron (zofran) and salbutamol sulfate (albuterol). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), allergy to metals (seriousness criterion hospitalization), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pain ("chronic pain"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("severe menstrual periods"), back pain ("back pain"), depression ("depression among numerous other symptoms/ psych injury"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, allergy to metals, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, pain, alopecia, migraine, menorrhagia, back pain, depression, dysmenorrhoea, dyspareunia, abdominal pain, cystitis, vaginal infection, bladder disorder, urinary tract disorder, headache, nausea, hormone level abnormal, weight decreased, gastrointestinal disorder, fatigue and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for depression, menorrhagia and pain with essure. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6)2009 and (B)(6)2009. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, gen. Abnormal. Bleed, nickel allergy, bladder infection, vaginal infect., bladder problems, urinary problems, migraine, headaches, nausea, hormonal changes, weight loss, hair loss, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: essure confirmation test (unspecified): results: bilateral occlusion, migration essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Event abnormal bleeding (vaginal) were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), allergy to metals ('hospitalized instantneously because I was not advised that there was nickel in it.'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('stillbirth/miscarriage'), genital haemorrhage ('gen. Abnormal. Bleed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ondansetron (zofran) and salbutamol sulfate (albuterol). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), allergy to metals (seriousness criterion hospitalization), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pain ("chronic pain"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("severe menstrual periods"), back pain ("back pain"), depression ("depression among numerous other symptoms/ psych injury"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, allergy to metals, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, pain, alopecia, migraine, menorrhagia, back pain, depression, dysmenorrhoea, dyspareunia, abdominal pain, cystitis, vaginal infection, bladder disorder, urinary tract disorder, headache, nausea, hormone level abnormal, weight decreased, gastrointestinal disorder and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for depression, menorrhagia and pain with essure. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6)2009 and (B)(6) 2009. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, gen. Abnormal. Bleed, nickel allergy, bladder infection, vaginal infect., bladder problems, urinary problems, migraine, headaches, nausea, hormonal changes, weight loss, hair loss, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: essure confirmation test (unspecified): results: bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : new events - "dysmennorhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, stillbirth/miscarriage, migration, bladder infection, vaginal infect., bladder problems, urinary problems, headaches, nausea, hormonal changes, weight loss, fatigue, gi conditions, device ineffective" , lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.